Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted during testing. The insulin pump had scratched lcd window, cracked lcd window, cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother was unable to complete troubleshooting at the time of call. The insulin pump will be returned for analysis.